Manufacturer narrative:
Additional information in h6. H10:a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient was unable to close the twist clamp on an unspecified quantity of ce minicap extended life pd transfer sets. This was identified during use for peritoneal dialysis therapy; further stated ¿at the end of therapy¿. There was no patient injury or medical intervention associated with this event. No additional information is available.